Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced air bubbles in the reservoir and the tubing of the infusion set. The customer stated that this caused high blood glucose levels of 463 mg/dl. The customer stated that the bubbles in the reservoir were champagne-sized. Troubleshooting was done. Advised customer to change the infusion set and instructed customer to gather the small bubbles into a large one. The customer stated that the air bubbles did not persist after an infusion set change. Advised to monitor the insulin pump and call if the problems persisted. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.